Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was an increased amount of hemolysis when using bd vacutainer® sst¿ ii advance plus blood collection tubes. There was no report of exposure, serious injury or medical intervention.